Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. These events involved self adhesive electrodes. The clinic indicated that the electrode size and shape used for treatments is 2"x2" square and round.

Event description:
The patient was being treated with electrotherapy for a knee injury when they received a skin burn. The clinician used the pre-mod electrotherapy waveform. The waveform was set to continuous. The patient completed the treatment without reported discomfort or incident. Upon completion of the treatment, the clinician noted a superficial burn in the area of the treatment under one of the electrodes. The patient did not require medical attention for the event. The patient's treatment was not impeded by the incident. Patient 2 of 3.

Event description:
The patient was being treated with electrotherapy for a knee injury when they received a skin burn. The clinician used the pre-mod electrotherapy waveform. The waveform was set to continuous. The clinician applied the electrodes and began the treatment by increasing the intensity. The intensity was increase to 27. At the setting of 27, the patient indicated that they felt a tingle in the area of treatment. The clinician increased the output to 30 and the device shut off. The clinician reset the device and restarted the treatment. The treatment intensity was set to 11. The patient completed the treatment without reported discomfort or incident. Upon completion of the treatment, the clinician noted deep, 2nd degree burn under one of the treatment electrodes. The patient was given antibiotics by the clinician. The patient's treatment was not impeded by the incident. Pt 1 of 3.

Event description:
The patient was being treated with electrotherapy for a shoulder injury when they received a skin burn. The clinician used the pre-mod electrotherapy waveform. The waveform was set to continuous. The patient completed the treatment without reported discomfort or incident. Upon completion of the treatment, the clinician noted a deep, 2nd degree burn under one of the treatment electrodes. The patient was given antibiotics by the clinician. The patient's treatment was not impeded by the incident. Patient 3 of 3.